Event description:
(B)(4). Distributor contacted zoll on (B)(6) 2014 to report that a pt passed away on (B)(6) 2014 around 2:00 pm. On (B)(6) 2014, the pt received seven appropriate and inappropriate defibrillations between 13:35:07 and 13:41:11. The pt was in dialysis at the time of the treatments and dialysis staff was present. The first arrhythmia was detected at 13:34:32 am. The ECG showed the rhythm to be vt at 240 bpm, however, the treatment failed to convert the rhythm. Treatments 2, 3 and 4 were during vt rhythms. The three treatments converted the rhythm to nsvt with pacemaker artifact, prior to resuming a vt rhythm. Treatment 5 was for vt and failed to convert the rhythm. Treatments 6 and 7 were during an nsvt rhythm and had post shock rhythms of vt. Treatments 8 and 9 were during vf. Post shock rhythm of treatment 8 was an idioventricular rhythm at 71 bpm and the post shock rhythm of treatment 9 was nsvt. The final treatment was delivered during nsvt and had a post shock rhythm of vt. It is reported that ems was called and the pt was taken to the hospital and passed away.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat. Device eval of electrode belt sn (B)(4) is complete. As received, the electrode belt was fully functional and able to detect and treat. Per treatment investigation, the pt received seven appropriate shocks during vt/vf. Arrhythmias two, three, four, eight and nine were converted to a slower rhythm. Three additional shocks were delivered. Svt contributed to the false detections. The pt passed away on (B)(6) 2014, at 2:00 pm in the hospital. The lifevest operated according to its specifications. Device manufacture date and usage of device: : monitor (B)(4) - reuse. Electrode belt (B)(4); 06(B)(6) 2013 - reuse.